Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref. MFR. Report#: 1627487-2014-20245. It was reported the pt experienced pain at the ipg and the lead site. It was also reported the pt experienced a fall at the ipg site. Subsequently, the scs system was explanted.